Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. A 2.5x20mm maverick monorail balloon was inflated to 8 atms and ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick2 monorail balloon catheter. Blood and contrast were visible in the distal and midshaft of the device. It was determined there was a longitudinal tear in the balloon wall material measuring 6mm long and was centered between the markerbands. Magnified inspection of the balloon material at the edges of the tear presented no indication of an initiation point or any material or manufacturing deficiencies. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).